Event description:
The patient's mother reported the infusion set is leaking insulin and the patient experienced elevated blood glucose of 30 mmol/l (540 mg/dl). The mother changed the infusion set and the patient's blood glucose decreased. The patient's normal blood glucose level is 7 mmol/l (126 mg/dl). No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion set was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.